Event description:
The fe reported the system was down and was not functioning. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch and hand switch were reseated. The control panel processor and connectors were evaluated and reseated. The system was tested and found to be working as intended and returned to service.